Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during investigation, the pump powered on normally to the verify screen. The complaint of a dim and discolored display screen could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device's display screen had gradually dimmed over the course of a month to the point where it became difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.